Event description:
It was reported the patient had fluid in the ipg pocket site. As such, the patient was seen by the physician on (B)(6) 2018, wherein the fluid was removed. As a precaution, the patient may undergo surgical intervention as the next course of action.

Event description:
Follow-up information revealed the fluid was caused by the patient hitting the ipg on her wheelchair. In turn, the patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was relocated resolving the issue.